Event description:
It was reported that the customer encountered a cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a pump reset, which resolved the issue, allowing the customer to successfully start their sensor session without further errors.